Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the table top illuminator was out during setup. The auxiliary illuminator was still working. However, an alternate system was used to proceed with the case.

Manufacturer narrative:
The system was examined and the reported event was verified. The lamp was subsequently replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 16, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming lamp. However, how or when the lamp became nonconforming cannot be determined conclusively. (B)(4).